Event description:
It was reported by the aci clinical specialist that a male patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f cordis sheath. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 10mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon ruptured. The device was removed and since access was maintained a second mynxgrip vascular closure device 6f/7f was used. The balloon from the second device was removed and a third mynxgrip vascular closure device 6f/7f was deployed. The third device was removed and a device from another manufacturer (exoseal) was deployed successfully. Hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
An attempt to inflate the balloon of the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approximately 6mm from the balloon proximal tip. The review of the lhr (lot f1316901) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the probable cause of the tear could not be determined. See MDR 3004939290-2014-00309 for the first device and MDR 3004939290-2014-00311 for the third device.